Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was received by the initial reporter with the following verbatim: patient is on central line and medicine is given via syringe pump. When ll of tubing of syringe pump attached to smartsite and medicine given it leaks at the junction of ll and smartsite connection. I have seen it and when we change the ll with different brand the complaint remains same.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: one 20019e7d was received without packaging for investigation. The sample was received with some residual fluid in the tubing. The customer reported that the affected sample was from lot 20097041 and they experienced leakage from the connection of an unknown infusion set to the smartsite of the 20019e7d. A visual inspection of the returned sample did not identify any damage or defects that could have contributed to the customer's experience. The returned sample was subjected to pressure testing in order to replicate the reported leakage; no leakage was observed from the infusion set throughout testing. Functional testing of the sample by priming and subjecting to an infusion using a 50ml bd plastipak syringe and also did not identify any potential leakage. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20097041 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was however noted that the expiry date of lot 20097041 was sep 2023. A definitive root cause for the customer's experience could not be determined in this instance, however as the product had expired prior to the extension set being clinically used, it is unlikely that a manufacturing defect may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7d set in the past 12 months.